Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer received a no delivery alarm during a bolus. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit during a fixed prime and the insulin pump alarmed no delivery. It was also found the insulin pump alarmed no delivery during manual prime and insulin did not exit from the tubing. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.